Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf, pfs and medical records received. Ppf has no allegation. Pfs alleges pain, gain weight, dm, heart issues, walking difficulty, decrease rom, metallosis and patient suspect metal in blood caused memory impairment. After review of medical records, no revision was scheduled due to diabetes and heart condition as well as throat issue, patient could not be intubated and that a revision surgery would be out of the question. Patient also reported concerns about metallosis. Doi: (B)(6) 2008, dor: none reported, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: g2.